Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report a colleague infusion pump with "display shows out of service." According to the event history, the event occurred during delivery. There was no report of patient injury, adverse event or medical intervention associated with this report. This pump has a user interface module master software version 5.09.90, categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4).the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).